Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/21/2016. One used lf1644 was received for evaluation. Visual inspection found the cord cut off. The reported condition was not confirmed. Inspection found the cord was cut short and could not be spliced to test for activation.

Event description:
The customer reported that while performing a sleeve gastrectomy bleeding was noted. End tones, indicating a complete seal cycle, were provided by the generator in use. The blood loss was described as minimal and there was no patient injury. A new instrument of the same type was opened and used to successfully complete the procedure.